Manufacturer narrative:
On september 14, 2023, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 650cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant using ultrasound imaging; although, the affected side was not provided. As a result, the patient underwent bilateral removal and replacement with 445cc mentor memorygel breast implants on (B)(6),2023. However, upon explantation, both devices were reported to be ruptured. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number (B)(4) for the contralateral event.

Manufacturer narrative:
The complaint device has been retained.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 25, 2023, mentor received the following additional information. The date of implantation was provided as (B)(6) 2005. The patient reported she also experienced swollen knees, pain, inflammation, depression, and hormonal imbalances. In addition, mammogram imaging was performed and she was suspected to have bilateral capsular contracture of the breasts. No baker grade ratings were provided. H6 health effect - clinical code e2402: generalized illness reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).